Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the returned catheter found a non-significant anomaly of sc connector tear in the seal near the guide ring.

Event description:
It was reported that the pump was explanted on (B)(6) 2015 due to ineffective therapy. The patient had less than 50% therapy relief. The location of the issue or symptom was an unknown location. The patient felt therapy was ineffective and wanted explant. A pump rotor and dye study were planned, but was canceled by the patient. It was later reported that the patient was in the operating room for a catheter revision, and catheter ligation technique was discussed. There was speculation surrounding the event, as the health care professional was wondering if possibly drug infused into spinal canal and drained out via the old catheter spinal segment that was previously left in and tied off. The catheter tip that replaced the previous catheter segment was placed right next to the old catheter tip. It was noted that the entire system was explanted. Later, it was reported that only the pump and pump segment of the catheter were explanted. The spinal segment of the catheter remains in patient, tied off. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the catheter issue was identified during surgery when there was no cerebrospinal fluid (csf) flow. The catheter was ligated and kept in the intrathecal space. It was assumed the patient was doing well. It was again reported that the pump was removed per patient and family request.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient wanted the pump explanted due to poor analgesic. It was noted that there were no issues with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.